Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sigmoidectomy procedure, the anvil was bent. A tissue was damaged as a result of this problem. There was a medical or surgical intervention needed to prevent a permanent impairment of a function and the event lead to or extended the patient hospitalization. A stoma was made before recovery to resolve the issue.